Event description:
PICC line found to be leaking. When examined found slit in PICC line catheter distal to insertion site. PICC was removed and replaced.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexb0571 showed no other similar product complaint(s) from this lot number.